Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, occluded, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 320 mg/dl. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: cust adv she put set in left leg at 7:30am and sensor read like 327 and so she checked her bg and it was 320 and this was at breakfast. Document treatment for high bg: cust adv she did not treat the bg and changed out the set.. The event involved product(s) mmt-1884l, mmt-242a, mmt-332a, mmt-7040ma. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pumpsystem within 48hrs of reported high bg event.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case to non-reportable as the initial report was submitted in error. As per the case notes, the was no insulin flow block alarm, and hence replaced the rfr to z101 with this report.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.